Event description:
It was reported that the ilet did not maintain communication with the paired dexcom g7 cgm, resulting in signal loss to the pump while the sensor continued to report glucose values to the mobile app. Symptoms included none, with blood glucose described as within normal range. Outcomes included no injury and no need for medical intervention. Investigation included remote troubleshooting and review of device settings, which showed the bluetooth low energy firmware version reported as 0.0.0 and failure to pair despite prompts, leading to a decision for device replacement. Investigation of this case revealed a suspected device communication malfunction within the ilet¿s bluetooth subsystem that prevented cgm data transmission to the pump, while the cgm and app functioned as expected. It was concluded, based on previously established findings for similar reports, that the cause was a device-related malfunction of the ilet¿s communication module.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.